Event description:
It was further noted that the rv lead was fractured and showed high impedance.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. The lead also showed low high voltage impedance. The lead was deactivated and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).